Event description:
Reportely, the doctor laid the instrument on patient and the pt sustained a burn through the drapes. The burn was about the size of the "picky nail bed" and was blistered but not blackened. There was no report of treatment.procedure: unk.